Manufacturer narrative:
The initial reporter was informed on (B)(6) 2016 that the delivery of the device would be delayed. The device was dispatched on (B)(6) 2016 and the surgery has subsequently been performed with no adverse consequences to the patient. It was reported that the outcome of the surgery was good. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. The device has been implanted.

Event description:
It was reported that the surgery had to be rescheduled as the implant had not arrived at the hospital facility.